Event description:
It was reported the patient is unable to communicate with or charge his ipg. The ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.